Event description:
While implanting a 3.5 coronary stent, the balloon failed after it was prepped but prior to deploying the stent. Blood was noticed in the inflation device, a sign of balloon rupture. The stent did not deploy and was removed through the guide catheter without incident. Other devices in use: guide catheter, guide wire, inflation device.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, telemetry failure, balloon. Conclusion: invalid data, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.